Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "aiming beam fires straight out of fiber @ 622, 180 joules" of use. The procedure was completed using a second fiber at 131, 922 joules. Patient outcome: "no patient injury."